Manufacturer narrative:
On 11-july-2023, a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like the snake wrist is dislodged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. However, as of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the suction irrigator tip dislodged from shaft and would not articulate. It was noticed that the instrument was being used for blunt resection on "tough" tissue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into patient. The procedure was completed robotically using a backup instrument with no injury to the patient.